Event description:
Syringe failure on flu vaccine injection. Upon injection of the vaccine, vaccine leak out of the area where the needle is connected to the hub. Reporter believes the retraction part of the needle assembly is faulty. Reporter has had a total of 11 syringes fail or around a 11% failure rate. There has only been one failure on draw up of the vaccine. Rest have occurred while injecting the pt.